Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The following information was requested, but unavailable: please provide more event details how the load clamps did not close? Did the device lock-out (no staples deployed, and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If not, can you please explain how the unstapled tissue was managed? If the stapler did fire was the staple line complete? If not, how was the tissue addressed? Did the device cut? If yes, was the cut line complete? If a different issue occurred, can you please provide details? Also, the lot number provided, t40432, does not refer to the first ecr45b reported in this event. Can you please provide a valid six digit lot or batch number for the second ecr45b involved in this event?

Event description:
It was reported that the ecr45b load clamps did not close. They remained open. There were no patient consequences. Procedure: endometriosis.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information requested and received: please provide more event details how the load clamps did not close? Did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Or, did the device staple, but not cut the tissue? No. Did the device deliver any staples? Yes. If yes, were the staples formed in the proper closed b-formation? Did not have proper staple formation in b. If not, can you please explain how the unstapled tissue was managed? The tissue was cut but did not have the proper staple formation in b, the staples were open. If the stapler did fire was the staple line complete? Fired all staples without their proper b formation, staple line was open if not, how was the tissue addressed? The surgeon performed the manual suture. Did the device cut? Yes. If yes, was the cut line complete? Yes. If a different issue occurred, can you please provide details? No. Also, the lot number provided, t40432, does not refer to the first ecr45b reported in this event. Correct lot t4043z. Can you please provide a valid six digit lot or batch number for the second ecr45b involved in this event? Correct lot t4043z